Event description:
The reporter stated that the catheter became occluded during a prolonged procedure. The anesthesiologist attempted to remove the catheter in the recovery room. He pulled the catheter until it stretched and broke. This resulted of a 1cm segment of the catheter left within the pt's epidural space. A neurosurgeon was consulted, and no attempt was made to recover the sheared segment. No adverse sequelae was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.